Event description:
It was reported that pump declared altitude alarm 21 earlier in the day, and caller contacted support after issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge in one instance and in another instance was able to resume insulin with original cartridge, and technical support provided tips for preventing altitude alarms, after which pump resumed normal operation.